Event description:
It was reported to philips that the display was responding but had bad spots, tried several screen calibrations and new screen foil, but that didn't solve the problem. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.